Event description:
Unable to synchronize ventilator with patient. Ventilator would not trigger patient breath. Heart rate keep dropping to the 40's with patient desaturation. Initially changed out sensor. Ventilator began self cycling then and patient condition worsened. Exchanged ventilator while bagging patient. Fio2, fraction of inspired oxygen, - 100. Rate 20, mode tired assist control and simv, spontaneous intermittent mandatory ventilation, pressure support ac 0, simv 20. Tidal volume 600. Peep 8. The unit had 83110 hours which was determined to be at end of life. Ventilator retired from service. Test results: dirty patient circuit contaminated with sputum from and condensation from humidifier. Expiratory filter occluded with water. Filter heater not heating. Error codes 5811 and 6111 . Analog pressure meter not operating. Water found in pnuematics and selenoid board. Due to age of ventilator it was removed from service and retired.